Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic has small split/cracks in the gusset area. The optic has rows of small split/cracks in the shape of an instrument used the grasp both sides of the optic. The optic is scratched and split/cracked along the center. The optic is also broken/torn into two portions. Four unopened cartridges (lot number 32761899) were returned and evaluated. A functional test and dye stain test were conducted with a sample cartridge with acceptable results. No damage was observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was used with the lens. The handpiece and viscoelastic product information was not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. A sample of the cartridges was used to functionally test per the directions for use (dfu) using a qualified handpiece, a qualified lens model, and a qualified viscoelastic. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The functionally tested cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was noted to be scratched after implantation. The procedure was completed the same day. The initial reporter indicated that the backup lens ended up getting a scratch on it as well. Additional information was provided by the surgeon that a large scratch down the middle of the iol was noted as the lens was unfolding. The lens was removed and replaced with another iol. The surgeon is not sure if the scratch was possibly from loading or if it might have already been present on lens. The loading forceps were examined with no issues noted. There are two medical device reports associated with this patient. This report is associated with the iol that was removed.